Event description:
It was reported that the patient experienced spinal meningitis and another unspecified condition. The patient ¿nearly died¿ from each of these. It was also reported that the pump was doing the patient ¿no good¿ and he experienced pain in the lumbar area and buttocks with radiation down his right leg. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).